Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # 556d94. Investigation summary: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos showed the tyvek has adhered to the blister in a corner. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. Based on the photos, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number of 556d94 / 40tx30g, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracotomy, it was observed that the lid of the packaging of the device was torn during its unpacking, making it impossible to grasp sterile. This incident had no clinical consequences for the patient but resulted in an additional cost for the institution.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch # 556d94. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one tx30g device was returned with no apparent damage and with a reload loaded. The reload was received unfired. As no tyvek was returned for evaluation, we are unable to investigate further the issue of ¿packaging damaged". The event described could not be confirmed as only device was returned and no blister or tyvek was received. Device history review a manufacturing record evaluation was performed for the finished device batch number of 556d94 / 40tx30g, and no non-conformances were identified.